Manufacturer narrative:
H2) additional information: a1-a2 and a4-a6 updated. B5 updated. Additional information was received from the initial reporter that indicated there was "no patient involvement." B6-b7 updated. H6: f code updated.

Event description:
There was no patient involvement.

Manufacturer narrative:
B3 - date of event: no information has been provided to date. One device was returned for analysis. Visual inspection found a torn downstream occlusion seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a tear in the membrane. The pump was not working and had a repeated air in line however there was no air in line. There was unknown patient involvement, and no patient injury was reported.